Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 25mm amplatzer multi-fenestrated septal occluder - cribriform was chosen for a patent foramen ovale (pfo) closure using a 9f amplatzer trevisio intravascular delivery system. The sizing of the device was determined by transesophageal echocardiogram (tee). The device was successfully implanted after stability test. On (B)(6) 2024, a transesophageal echocardiogram (tee) was performed and it was noted that the device was no longer at the intra atrial septum place. The device was found at the abdominal aorta level. The physician used a snare and alligator forceps to catch the device at the abdominal aorta level and it was possible to pull the device inside a 16f long introducer and it got removed. The patient was reported stable and discharged.

Manufacturer narrative:
H6 - removed medical device problem code 2017 (improper or incorrect procedure or method) and added code 1494 (off-label use). An event of device deformity was reported. A returned device inspection could not be performed as the device was not returned for analysis. Information from the field indicated that snare and alligator forceps to catch the device at the abdominal aorta level and it was possible to pull the device inside a 16f long introducer and it got removed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported device deformity could not be conclusively determined. Use of the incorrect size delivery system, anatomical interference, and angulation or kink in the delivery system upon deployment are potential causes of the reported event. The reported improper or incorrect procedure or method was due to user did not exchange for a new device. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Please note that per the instructions for use, "embolized devices must be removed. Embolized devices should not be withdrawn through intracardiac structures unless they have been adequately collapsed within a sheath." This did not caused the reported event, the letter will not be sent.